Event description:
On (B)(6) 2022 the customer reported obtaining non-reproducible troponin I (access accutni+3, part number a98143 and lot number 124772) results on the customer's access 2 (access 2 immunoassay analyzer, part number a25640 and serial number (B)(4)) for one patient sample. The initial result of 0.55 ng/ml was released from the laboratory. Retesting of the patient sample generated a troponin I result of 0.02 ng/ml; a corrected report was issued. The customer reported a change to patient treatment which occurred in connection with this event. Details of the change to patient treatment were requested by beckman coulter but were not provided. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. No hardware errors or issues with other assays were reported in conjunction with this event. No other patient results were called into question. Sample type, collection, processing and handling information was not provided by the customer.

Manufacturer narrative:
The full patient identifier is (B)(4). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. System performance indicators were passing within specifications. Customer-performed precision study using cardiac controls level 1 and 2 and obtained acceptable results. In conclusion, the cause of this event cannot be determined with the available information.